Event description:
It has been reported by a customer that in 2008, a tech was allegedly sprayed in the face and in both eyes, while using and withdrawing the closed suction catheter. The spray reportedly came from the thumb control valve. There was no report of any communicable diseases, or serious injury, or death as a result of the exposure. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility, where the incident occurred.

Manufacturer narrative:
The incident sample has not been returned for evaluation. Investigation is in-process. A supplemental report will be submitted, if additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.